Manufacturer narrative:
The impella lp5.0 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed with the results of the investigation.

Event description:
The complainant reported a patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella lp5.0. The device was inserted in the right axillary artery without and reported issues. During treatment, the patient endured signs of hemolysis. No plasma-free hemoglobin levels were drawn to confirm hemolysis, however, multiple units of blood products were delivered and the device flow level was reduced, as treatment.